Event description:
It was reported that non capture was noticed on the epicardial lv lead during post implant follow-up due to dislodgement. Also, low impedance and dropped sensing values. A new epicardial lead was placed with success.